Event description:
The customer contacted baxter's service center regarding a leaking transfer set which occurred while performing continuous ambulatory peritoneal dialysis. The care giver (cg) stated that the transfer set was leaking and allowing air in. The cg had already called the home patient's nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the only information available regarding the event was that the transfer set was leaking and had been replaced. No additional information was available. The patient was doing well and continuing therapy on the homechoice.

Manufacturer narrative:
(B)(4).this complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted if any additional information is received.